Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncopal episodes and presented in the emergency room. The patient suffered from twiddlers syndrome and bradycardia. Both right atrial and ventricular leads dislodged. Both leads were explanted and replaced. The patient wad well post operation and would continue to be monitored.